Event description:
It was reported that blood glucose values were not displaying in the ilet mobile app and bionic circle, during which the user experienced a low glucose reading that rose shortly thereafter; after bluetooth was toggled off and on, connectivity between the ilet and the mobile applications was restored and glucose values, including a later elevated reading after eating icing, were visible and trending down. Symptoms included hypoglycemia and later hyperglycemia. Outcomes included transient low and high glucose without hospitalization. Investigation included remote troubleshooting and education regarding bluetooth connectivity and app display. Investigation of this case revealed a communication interruption between the ilet and the mobile applications that resolved with bluetooth reset, with glucose excursions associated with user circumstances and not with device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the glucose excursions while the connectivity issue was attributable to a resolved communication disruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.